Event description:
It was reported that pump declared cartridge alarm 20 during insulin delivery, and customer was unable to resume therapy because alarm recurred after attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through proper cartridge loading technique, confirmed that issue persisted, arranged replacement pump shipment, instructed customer to use multiple daily injections as backup insulin therapy, and advised customer to place pump in storage mode and return it to tandem using a pre-paid label within 10 days.